Event description:
A closed suction catheter was in use on a ventilator patient. The alarms sounded and the user alleges the thumb valve was stuck in the "on" position. This problem allegedly resulted in a temporary loss of tidal volume to the patient. There was no patient compromise reported.